Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell off the customer's belt causing the infusion set to be pulled out. The customer's blood glucose was 79 mg/dl. The customer inserted a new site and resumed insulin delivery.